Manufacturer narrative:
Compatibility could not be determined as the articular surface is unknown. Review of the device history records for the femoral and tibial components identified no deviations or anomalies. These devices are used for treatment. Past surgical history states patient previously had right knee anterior cruciate ligament reconstruction. Primary operative notes state the patient underwent right total knee replacement due to post-traumatic osteoarthritis. The notes state that a screw from the previous surgery had to be removed so that it would not interfere with the femoral component. The screw was removed without complications. Range of motion showing no patellar subluxation was noted after implantation of the final components. The post operative x-ray report indicates the knee was in good alignment and position. Per the nexgen cr-flex and lps-flex package insert, loosening or fracture/damage of the prosthetic knee components is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing loosening within the knee post-operatively.